Event description:
It was reported that impedance values over 10,000 ohms were seen on contact 4. The patient was reprogrammed. There were no patient symptoms or injuries related to the event.

Manufacturer narrative:
Product ID: 3877-45, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient had no symptoms. The event resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# b0205573742, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the high impedance was lead "dysfunctioning." Troubleshooting and/or diagnostics were performed on (B)(6) 2012.

Manufacturer narrative:
Product ID: 3877-45, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).